Event description:
A report was received that the patient was not receiving stimulation. The bsn sales representative met with the patient and discovered through troubleshooting that the patient had multiple contacts with high impedances. The patient elected to have his entire device explanted and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler) the explanted paddle lead and ipg were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation for the paddle lead and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the paddle lead and ipg found them to be satisfactory.

Event description:
A report was received that the patient was not receiving stimulation. The bsn sales representative met with the patient and discovered through troubleshooting that the patient had multiple contacts with high impedances. The patient elected to have his entire device explanted and was reportedly doing well following the procedure.